Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer went to the emergency room and subsequently was hospitalized due to a blood glucose (bg) level of 500 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the cause of the alleged issue was due to a leaking non-tandem infusion set cannula. The infusion brand and manufacture was not provided. The customer declined further follow up and troubleshooting with tandem technical support.